Manufacturer narrative:
Investigation: DHR, maintenance record analysis and quality notification analysis were performed and no deviation was found for this batch. No samples/photos were sent by the customer making it not possible to perform an investigation and determine the root cause for the incident. The manufacturing process are validated with defined acceptance criteria. From this information it is not possible confirm the complaint.

Event description:
It was reported that syringes are leaking blood with a bd syringe 10ml w/snd curitba. The following information was provided by the initial reporter, translated from portuguese to english: "the syringes of lot 8353657 are experiencing problems with air intake or blood leakage."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that syringes are leaking blood with a bd syringe 10ml w/snd curitba. The following information was provided by the initial reporter, translated from (B)(6) to english: "the syringes of lot: 8353657 are experiencing problems with air intake or blood leakage."